Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des stent was implanted in the lad and two resolute onyx des were implanted in the rca. Approximately 6 months post index procedure the patient suffered from stent thrombosis of rca. The rca was treated with des stent (unknown brand) and thrombectomy on the same day . The investigator assessed that the event is probably related to index device and antiplatelets medication the patient recovered.

Manufacturer narrative:
Safety assessed the event as probably related to the index device and antiplatelet therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated the 1st cass site to indicate the location for the following event types: stent thrombosis, revascularization or mi to be the proximal rca. Cec assessed the event as a late stent thrombosis arc definite. The cec adjudication confirmed the following: 'there was no thrombotic occlusion after percutaneous treatment of the target lesion. The stent thrombosis was not related to a non study stent. The stent thrombosis is not related to a non-target lesion'. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient has a medical history of hypertension, copd, cad and tia. Angiogram showed stent thrombosis of proximal rca - core lab report confirms thrombus. Diameter stenosis of prox rca was 100%. The rca was treated with three des, along with coronary thrombectomy of the rca. Cec adjudicated non-q and q wave mi (tv) as a non-event. The revascularisation was adjudicated as clinically driven. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The sponsor assessed the event as probably related to the antiplatelet medication and the device. If information is provided in the future, a supplemental report will be issued.